Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure in colon performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a stricture due to colon cancer. The patient's anatomy was reported to be tortuous. During the procedure, the device was advanced to the lesion and attempted to be deployed. The physician partially deployed the stent then reconstrained it on the delivery catheter. The physician then attempted to deploy the device again but there was resistance when pulling the handle and the stent failed to deploy at all. The physician continued to pull the handle to attempt to deploy but then the outer sheath tore a few centimeters from the handle. The physician removed the device from the patient still fully constrained on the delivery catheter. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted onto the delivery system. The outer sheath was kinked at the proximal end of the mounted stent and broken 5mm from the distal handle. During analysis an attempt was made to retract the distal handle and deploy the stent however there was resistance. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn. The outer sheath was dissected longitudinally and no issues were noted. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. No issues were noted in movement of the outer sheath. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure in colon performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a stricture due to colon cancer. The patient's anatomy was reported to be torturous. During the procedure, the device was advanced to the lesion and attempted to be deployed. The physician partially deployed the stent then reconstrained it on the delivery catheter. The physician then attempted to deploy the device again but there was resistance when pulling the handle and the stent failed to deploy at all. The physician continued to pull the handle to attempt to deploy but then the outer sheath tore a few centimeters from the handle. The physician removed the device from the patient still fully constrained on the delivery catheter. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.